Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
There was no damage to keypad observed. All buttons are intermittently responsive and does spring back when pressed. There was contamination observed under all button contacts.